Event description:
Reporting status: death. Reporting rationale: prior to an attempt to surgically remove the guide wire, the patient died. Device issue: difficult to remove; stretched tip. It was reported that during an acute mi intervention procedure, the guide wire became stuck during withdrawal inside a distally placed stent. The tip of the guide wire appeared, on fluoro, to be stretched during the withdrawal attempt. The guide wire was not pulled so hard as to cause separation. The patient was sent to surgery to remove the guide wire; however, the patient died before surgery could be performed. The guide wire was not removed from the patient, but remains intact and still stuck inside the affected vessel. The physician stated that the distal tip end of the guide wire was prolapsed during and may have caused perforation that lead to a cardiac tamponade condition. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering has reviewed the incident information. Historical information suggests that a guide wire becoming caught on a stent is not related to a guide wire quality issue, but typically from case circumstances. A possible perforation can be caused by a guide wire, but this also is considered procedure related and not likely to be a guide wire quality issue. A conclusive root cause could not be determined because the guide wire was not returned for analysis.